Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a plume of smoke came from the tunnel when the vasoview hemopro2 was being used. There was quite a bit of blood, which was reported as more than normal. However, the harvester, who is highly experienced, was not sure if the bleeding was from nicking something or burning tissue, so there was possible user error. The harvester was complaining about smoke not the equipment. The procedure was completed with the reported device. There were no other pt effects reported. The lot number is unk, as the product was discarded.